Manufacturer narrative:
Date sent: 11/08/2007. Eval summary: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The device was received void of staples, the device was reloaded with staples, a new washer was installed, and the device was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection, the device felt stiff and the trigger did not spring back when fired. Did get a complete staple line but the doughnuts were thinner than usual. Completed the case with this instrument. Patient is stable.